Event description:
The customer reported that the display is blank.the customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned user interface assembly found that the f1 fuse is open that causes the blank screen display.